Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the instructions for use xience prime everolimus eluting coronary stent systems as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2013 the 2.25x15 mm xience prime stent was implanted in the third obtuse marginal coronary artery. On (B)(6), the patient experienced chest tightness, noted to be unstable angina and in some cases shortness of breath. On all 3 occasions the patient was hospitalized and treated with medication, resolving the events. On (B)(6) 2015, a coronary angiogram was performed with no apparent stenosis in the stent; however, the device relationship was noted to be unknown on all occasions. No additional information was provided.